Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation and paresthesia. Reprogramming attempts were not successful, and the patient underwent a revision procedure. During the procedure it was found that the lead adapters slipped out of the port by two contacts and high impedance measurements were observed. The physician attempted to reposition the setscrews; however, the setscrews could not be fastened, and the high impedance measurements could not be resolved. As a result, the lead adapters and the implantable pulse generator (ipg) were replaced. The patient did well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately 23sept2024. Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7075750. Product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7075749.

Manufacturer narrative:
Analysis of the returned ipg revealed typical device characteristics throughout functional testing, and impedance measurements were within the expected range on all ports. However, visual inspection revealed both setscrews were completely dislodged, which would prevent the possibility of it being loosened or tightened. Visual inspection of the returned db-9218-15 serial number (B)(6) revealed that the eighth contact on the proximal end of the m8 adapter was crushed by the ipg set screw. Due to the damage, the m8 adapter would not advance into the port of the ipg resulting in difficulty inserting the lead into the ipg port. It appears that the proximal end of the m8 adapter was not fully inserted into the ipg port when the set screw was tightened. When contacts are not properly aligned in the ipg header, it causes high impedance readings and becomes a source of the stimulation anomaly. Device db-9218-15 serial number (B)(6) was not returned for analysis.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation and paresthesia. Reprogramming attempts were not successful, and the patient underwent a revision procedure. During the procedure it was found that the lead adapters slipped out of the port by two contacts and high impedance measurements were observed. The physician attempted to reposition the setscrews; however, the setscrews could not be fastened, and the high impedance measurements could not be resolved. As a result, the lead adapters and the implantable pulse generator (ipg) were replaced. The patient did well postoperatively. Additional information was received that the patient experienced a return of their head tremor, but paresthesia was not noted.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation and paresthesia. Reprogramming attempts were not successful, and the patient underwent a revision procedure. During the procedure it was found that the lead adapters slipped out of the port by two contacts and high impedance measurements were observed. The physician attempted to reposition the setscrews; however, the setscrews could not be fastened, and the high impedance measurements could not be resolved. As a result, the lead adapters and the implantable pulse generator (ipg) were replaced. The patient did well postoperatively. Additional information was received that the patient experienced a return of their head tremor, but paresthesia was not noted.